Manufacturer narrative:
Additional deep brain stimulator analysis. Analysis of the device revealed 'no anomaly found'. The device was functionally ok. Lead sn: unk. The lead was functionally ok. Device analysis revealed no significant anomalies. Extension. Conclusions: the extensions was ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.

Event description:
The hcp reported that lead migrated. The hcp replaced the lead. The extension was also replaced to locate the stimulation from the neck to the skull. Other patient symptoms and the patient outcome associated with the event were not reported. A follow-up report will be submitted if additional info becomes available.